Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer was failed. User tried to reboot and recover, but the issue persists. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 15-JUN-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. The field service engineer (FSE) reseated row board cable to resolve the issue. The customer tested and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.